Event description:
A complaint was received regarding a tego® connector that experienced leakage. This is report 2 of 2 for leakage. The reporter stated "on three occasions inadequate function. Two occasions with leakage and one occasion with total stoppage. Happened during the last week of (B)(6) 2025. The unit did not find anything wrong with it prior to use. They store it in room temperature at the ward. The samples is at their office." No one was harmed as a result of the reported event. There was patient involvement, no adverse event and there was delay in therapy. The reporter stated that, there were no obvious defect, tears or cuts on the product prior to use.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
D9 - date returned to mfg: 5/16/2025. Two used list# d1000, tego¿ connector, appx 0.05 were returned for evaluation (this is the first of two). As received a seal collapsed and seal tearing in both samples was observed, no mating device was returned for evaluation. The returned tegos were tested as per procedure, one sample failed the low-pressure test because the seal collapsed, however the rest of the test were passed. No additional damage or anomalies were confirmed. Complaint can be confirmed. The probable cause of leakage is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.